Manufacturer narrative:
H.6. Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the organon follistim pen® 2nd gen pen ii cartridge did not have enough solution left to complete the dosage during use. The following information was provided by the initial reporter: "nurse reported an employee of theirs who is the patient has a follistim aq pen with a cartridge and did not have enough solution to complete the 4 does."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the organon follistim pen® 2nd gen pen ii cartridge did not have enough solution left to complete the dosage during use. The following information was provided by the initial reporter: "nurse reported an employee of theirs who is the patient has a follistim aq pen with a cartridge and did not have enough solution to complete the 4 does."